Manufacturer narrative:
The event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to dislocation. Approximately 3 months after the first surgery. The surgeon explanted 1 stem huméris 10, 1 eccentric glenosphere, 1 humeral cup 40+6 and 1 glenoid baseplate. The surgeon implanted 1 humeral cup 135/145° ø40+3, 1 glenosphere, 1 glenoid baseplate, 1 post extension, 1 stem humelock ii, 2 cortical screw, 1 standard screw and 2 locking screw.